Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and pain due pump malposition. The pump was sitting in the penoscrotal junction and the patient wanted to pull it down. The device was explanted and replaced. There were no additional patient complications reported.